Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The perclose proglide (part 12673-03, lot unk) is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not provided; therefore, a review of the device history record could not be performed.